Event description:
It was reported that valve embolization occurred. The patient had a native bicuspid aortic valve. Shortly after implanting the lotus edge valve and after the lotus edge delivery system was removed, a 6fr pigtail catheter was advanced through the implanted lotus edge valve and a pressure gradient was recorded. Due to the unusually high gradient the physicians suspected that the valve may have migrated into the left ventricle. Angiography was performed and confirmed the physicians suspicions that the valve was indeed in the left ventricle and in a stable position. The patient remained stable during this. The surgical team was called in to replace the native valve and to retrieve the lotus edge valve. Also, the aortic root appeared to be very thin once they had surgically opened the aorta and in danger of possible rupture in the future. A root graft was also performed during this time. The patient is in stable condition today in the intensive care unit.

Event description:
Protected tavr study. It was reported that valve embolization occurred. The patient had a native bicuspid aortic valve. Shortly after implanting the lotus edge valve and after the lotus edge delivery system was removed, a 6fr pigtail catheter was advanced through the implanted lotus edge valve and a pressure gradient was recorded. Due to the unusually high gradient the physicians suspected that the valve may have migrated into the left ventricle. Angiography was performed and confirmed the physicians suspicions that the valve was indeed in the left ventricle and in a stable position. The patient remained stable during this. The surgical team was called in to replace the native valve and to retrieve the lotus edge valve. Also, the aortic root appeared to be very thin once they had surgically opened the aorta and in danger of possible rupture in the future. A root graft was also performed during this time. The patient is in stable condition today in the intensive care unit. It was further reported that two (2) days post index procedure, the subject was diagnosed with a high grade atrioventricular (av) block. Three (3) days post index procedure, the event was considered resolved and the patient was discharged. Six (6) days post index procedure, the subject underwent pacemaker implantation in response to the high grade av block.

Manufacturer narrative:
H3:device eval by manufacturer? The lotus edge valve was not returned for analysis. The angiographic media made available for review shows the implantation of a lotus edge valve. The valve initially appears to be positioned low relative to the annulus with minimal to no valve braid evident above the annulus suggesting it is positioned in the ventricle. The final images show a contrast assessment of the released valve. The assessment highlights that the valve has fully embolized into the left ventricle. A medical review was completed for the media as well. The media shows an off-label use of the lotus edge in a bicuspid morphology, with an annulus size close to the upper size limit of 27mm valve, very large and asymmetric root anatomy. Prior to valve release no clear visual signs of adequate anchoring can be seen and the valve embolizes to the left ventricle after detachment. The root cause is most likely a combination of large anatomy and deeper positioning of the valve than what the implanters perception was. New information: a1: patient identifier; b6: relevant tests/laboratory data; b7: other relevant history; e1:initial reporter phone: correction; f10 :new patient code.